Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) when the unit was driven open, the helium gas extension tube was connected to the iabp with blood adhering to the surface. There was no patient effects and was weaned without problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.